Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildy tortuous and non-calcified brachial vein. A 7.0 x 100, 75cm mustang balloon was advanced for dilation. However, during third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. After the rupture, it became trapped in the sheath and could not be removed. Ultimately, it was removed along with the sheath. The procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildy tortuous and non-calcified brachial vein. A 7.0 x 100, 75cm mustang balloon was advanced for dilation. However, during third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. After the rupture, it became trapped in the sheath and could not be removed. Ultimately, it was removed along with the sheath. The procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was received lodged inside the customer's 5fr sheath. The recommended introducer/guide sheath size for this device as per specification, is minimum 5fr. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 3mm proximal of the proximal markerband. As the distal section of balloon material had been pulled distal over the tip of the device. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found the shaft of the device to be severely stretched and kinked between the proximal and distal markerbands. A visual examination found no issues with the markerbands of the device. This concludes the product analysis.